Event description:
Reportedly, the date/hour of tests are printed incorrectly, whereas they are correctly displayed on the programmer. Second occurrence of the problem on another device.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
Data analysis showed the raat and lvat start time values are not printed in the correct format. This issue occurs in direct print and in the report printing. - corrective actions of this software issue are currently being contemplated.

Event description:
Reportedly, the date/hour of tests are printed incorrectly, whereas they are correctly displayed on the programmer. Second occurrence of the problem on another device.